Manufacturer narrative:
Device eval by MFR: the returned product consisted of a jetstream xc-2.4 with a guidewire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The guidewire was in the device. The guidewire was sticking out of the distal end approximately 30cm and sticking out of the proximal end 103cm. The bag spike was broken from the customer site. A test bag spike was used to complete the testing. The device was set up per the instructions for use. The device primed and functioned as designed for a period of 2 minutes with no issues. The tip of the device was run to far distal and interfered with the coils on the guidewire. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the right popliteal artery. During the procedure, the catheter became entrapped on the guidewire. A new device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The target lesion was located in the right popliteal artery. During the procedure, the catheter became entrapped on the guidewire. A new device was used to complete the procedure. There were no patient complications.